Event description:
Reportedly a 4450, 32mm, ring was explanted at implant due to sizing issue, a 4450, 30mm ring was implanted instead. The ring was discarded since it was not an implant issue, but a technique issue.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not possible due to no lot/serial number provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation due to it was discarded by hospital.